Manufacturer narrative:
This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the lead was surgically abandoned due to high impedance. The impedance was believed to be due to the lead conductor being fractured from clavicular crush. No adverse patient effects were reported.